Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd sleeve. The customer states the pt had peroneal paralysis after one day of use. Intermittent pneumatic compression was removed from the pt, and the pt recovered. The reason of the paralysis could not be identified. The condition of the paralysis was minor and temporary as the pt's ankle did not move after surgery.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.